Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Patient called lfs and alleged that her meter was prompting an apply sample message. The issue was not resolved while troubleshooting with lfs customer service. The patient contacted her physician for advice. No treatment was reported. The patient ate and drank after testing her blood sugar. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. The meter , test strips, and control solution are being replaced for the patient.